Event description:
The customer reported being hospitalized due to diabetes ketoacidosis several times. The customer stated that the insulin pump did not give the backflow alarm. The customer stated that her blood glucose went up to 550mg/dl in the morning. The customer treated her blood glucose with a manual injection and tested every two hours. The customer mentioned that the infusion set was removed and the cannula was bent, but the device did not alarm no delivery. Troubleshooting was declined as customer requested having a replacement of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.